Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Two unpackaged ar-3638ds drill guides (no batch indicator present) were received for investigation. Functional testing identified that one of the two drill bits was able to be removed from the guide, although the guide shaft was slightly bent. The observed condition is most likely the result of prying/leveraging the drill within the guide during use. One of the two guides was returned with a drill bit cold welded inside, and the two were unable to be separated. Due to the returned condition, the inner diameter of the drill guide and the outer diameter of the bit could not be assessed. The observed condition is most likely the result of prying/leveraging the drill within the guide during use.

Event description:
It was reported that the drill bit seized in the guide during use in an mpfl case. They used another ar-3638ds to complete the case.